Event description:
It was reported that the customer had high blood glucose levels of 215 mg/dl. The customer reported multiple no delivery alarms from the insulin pump during bolus. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. Further examination of the infusion set revealed that the customer had a bent cannula on the infusion set of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).